Event description:
Caller states the pt tested 153mg/dl on the inform system while a comparison lab drawn within 10 mins returned as 62mg/dl. No treatment given based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.